Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-oct-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of rash ("diverse skin eruptions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced visual acuity reduced ("visual acuity loss") and anxiety ("anxiety"). On (B)(6) 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), asthma ("asthma"), neck pain ("neck pain"), chest pain ("chest pain"), tendon pain ("achilles tendon pain"), extremity contracture ("left leg contracture") and paraesthesia ("tingling in legs"). At the time of the report, the rash, visual acuity reduced, anxiety, asthma, neck pain, chest pain, tendon pain, extremity contracture and paraesthesia outcome was unknown. The reporter provided no causality assessment for anxiety, asthma, chest pain, extremity contracture, neck pain, paraesthesia, rash, tendon pain and visual acuity reduced with essure. The reporter commented: implants had been placed in ambulatory without per-operatory event. Actions undertaken in the healthcare facility for management of the patient: proposition was made: laparoscopy for uterine horn removal or sub-total interannexial hysterectomy in case of haemorrhagic disorder. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: rash. The analysis in the global safety database revealed 164 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: rash. The analysis in the global safety database revealed 164 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report